Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that the pump did not start when first turned on. The pump started after it was turned off and back on, but then was making a really loud noise. The device was used for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.